Event description:
The following has been reported: "there are screws loose in the device. Looks like a screw was not tightened properly at some place during production. Also had one time at the mechanics near the syringe at the volumetric pump that the pump blocked completely. The pump recognised an occlusion. An error. A peristaltic movement the pump could no longer manage. The screw had fallen between them. Whether it was due to bouncing or vibrating loose? Sometimes it's loose then one tightens it again. Has had it a few times. Gets the pump when it gives a complaint fault. At the pump where the screw was out did not use it. Removed screw between, checked and the pump is usable again. Feels the screw was not tightened correctly from the factory." Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.